Event description:
It was reported that during startup, the cs300 intra-aortic balloon pump (iabp) was displaying electrical error 50 weekend. May need a new helium tank as well. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was displaying electrical error 50 weekend. May need a new helium tank as well. There was no patient involvement reported.

Manufacturer narrative:
Updated field: b4, d8, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) observed and was able to replicate the error. Fse replaced main board, solenoid driver board, and motor control board, didn't resolve the issue. Found burn marks on the temperature sensor harness. Replaced thermostat cable (d012-00-0893-02) and error remained. Pump assembly requires replacement. Customer has decided to no longer repair the unit. The customer has decided to reject the repair and retire the unit. The customer has moved on to using newer technology, cardisoave.